Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was noted that the lead was dislodged. The lead was capped and replaced. The patient's condition was stable post procedure.